Event description:
The customer reported post rsm barcode reader replacement, multiple samples were misread and sampled incorrectly. No impact to patient management was reported.

Manufacturer narrative:
Additional information was provided that this is the same event and is a duplicate of MDR 3016438761-2023-00516. Refer to MDR 3016438761-2023-00516 for all follow up submissions. No further information will be provided under this MDR 3016438761-2023-00524.section g1 update contact information.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported post rsm barcode reader replacement, multiple samples were misread and sampled incorrectly. No impact to patient management was reported.